Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 190 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer removed the sensor and found that the cannula was bent. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was replaced and will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found a bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returned it opened and used.